Manufacturer narrative:
D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a tracheostomy was noted to be "out when end tidal reading disappeared". A tear found in tracheostomy cuff. The trach was replaced by respiratory therapy and provider. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which found damage in the cuff area of the component. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. Based on the available information and sample evaluation, the investigation confirmed the complaint, and attributed the root cause to user interface. No actions have been assigned at this time.